Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1070 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we are placing new 4fr dual lumen catheters instead of the 5fr and have noticed increased bleeding/leakage around the insertion site with the 4fr catheters. This pt. Had serious drainage but no clot on ultrasound."